Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer reported that the occlusion was "in the supplies". Blood glucose (bg) was over 600 mg/dl at its highest. The ketone level was moderate; however, was identified as being dangerous (not life threatening) by a healthcare provider. The infusion set site was changed. A bolus via the pump and insulin injections were administered to address the high bg.